Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Supernova clinical study. It was reported that restenosis occurred. In (B)(6) 2013, a 75% stenosed, 40mm in length and 6mm in diameter, tasc ii a target lesion was located in the left distal superficial femoral artery (sfa). The target lesion was treated with pre-dilatation and placement of a 7 x 60 x 130 innova stent. Following post-dilation, the residual stenosis was 0%. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2015, a stenosis was identified in left sfa and the patient was hospitalized on the same day. Subsequently, the 99% stenosis in the left distal sfa was treated with percutaneous transluminal angioplasty (pta) with 0% residual stenosis. The following day, the event was considered to be resolved without residual effects and the patient was discharged on the same day.